Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was performed to treat grade 4+ functional mitral regurgitation (mr). One ntw clip ((B)(6)) was implanted in a central-lateral position with a satisfactory reduction of the mr, leaving a residual jet medial to the clip. With this first clip, it had been difficult to capture the medial position where there was the largest jet and it was decided to perform a lateral capture with the intention of to bring the edges closer together and make it easier to capture with a second clip. Physicians continued with the implantation of a second ntw clip ((B)(6)) to attempt complete reduction of the mr. The second clip was implanted medially to the first with adequate capture in the leaflets and reduction of the mr to a grade of 1+. The final gradient was 1mmhg, there was a significant impact on the patient's hemodynamic pattern and stable clips. The patient was extubated in the room and the presence of a clot in the probe was noted. The following day), during a transthoracic echocardiogram (tte)examination to control the procedure, a significant increase in mr was observed, being classified as moderate to severe at grade 2.5+. There was no intervention performed and it was decided to observe the patient status.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral valve insufficiency/regurgitation cannot be determined. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.